Event description:
(B)(4). Event occurred in (B)(6). The patient reported that while sleeping, the infusion set's tubing got disconnected from the plastic quick release. Reportedly, her blood glucose level was 100 mg/dl at the time of incident. The site was left abdomen and the pump was on her waist under the bra. The infusion was used for a few hours. The infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.